Manufacturer narrative:
(B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient developed a postoperative infection subsequent to an open reduction internal fixation (orif) of a distal radius was performed on (B)(6) 2016 with hardware implantation performed on (B)(6) 2016. The patient was implanted with a locking compression volar distal radius plate, seven (7) screws, and one (1) unknown k-wire. The surgeon performed a debridement procedure on an unknown date to treat the infection. The implants were not removed. Additional information received on february 17, 2016 reported that the patient¿s infection has subsided and additional surgery will not be required at this time. This report is 6 of 9 for (B)(4).

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02march2017: per reporter - a k-wire was used, however, no information is available about the k wire that was used.